Manufacturer narrative:
(Additional initial reporter phone): (B)(6). (B)(4).

Event description:
Note: this report pertains to second of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligature of esophageal varicose veins procedure performed on (B)(6) 2022. During the procedure, the bands would not deploy. A second speedband superview super 7 was used; however, the bands still would not deploy. The procedure was completed with a different device. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.